Event description:
An nc sprinter 4.0x15mm balloon was being used to post dilate a stent implanted in the cx/om branch. It is reported that the nc sprinter device was inflated to 24atms and subsequently the balloon shaft burst at the guide wire entry port. The shaft had not been kinked or damaged during the procedure. No resistance was encountered during advancement of the catheter. Device had been inspected prior to use with no issues noted. No patient complications were reported.

Manufacturer narrative:
Evaluation results: (root cause undetermined). Failure to follow instructions (device inflated to 24atms. Rbp = 18atms). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions (device inflated to 24atms. Rbp = 18atms). Unable to confirm complaint (device or procedural images were not returned for review). (Root cause undetermined). (B)(4).

Manufacturer narrative:
Result: deformation problem (device over inflated by 6 atms during use resulting in shaft bursting). Conclusion: user error contributed to event (IFU not adhered to, device over inflated during use).

Event description:
Device evaluation: the nc sprinter balloon tip was stubbed. The hypotube was kinked. The presence of blood in the inflation lumen and balloon indicated the presence of a leak. Negative prep carried out on the device confirmed a leak. The device was pressurized and a leak detected on the shaft at the guidewire entry port. Visual inspection confirmed a longitudinal burst on the shaft on the opposite side to the guidewire entry port.